Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn (B)(4) has been completed. Upon receipt the charger was constantly resetting. Upon investigation corrosion was found on the battery board. The cause for the inability to charge a battery pack is the corroded battery board. The root cause of the corrosion could not be positively identified but was likely liquid ingress of an unknown contaminant. No adverse event resulted from the contaminated charger/modem. The last patient to use this charger/modem did not report any deficiencies.

Event description:
A review of service data has detected a reportable event. Upon servicing of charger/modem sn (B)(4), which was returned for normal maintenance, the charger was constantly resetting. The last patient to use this charger did not report any problems.